Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: (B)(4); model: sc-2316-50; serial: (B)(4); batch: 20971893.

Event description:
It was reported that patients skin was showing signs of hematoma where ipg was protruding through. The physician was unsure if hematoma was device related and what the cause was. The patient was prescribed with antibiotics. The patient underwent an explant procedure. All device components were explanted and will not be returned.